Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: ni. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15563703.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information has been obtained.